Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. Customer's blood glucose level was not impacted. Customer technical support instructed the caller on how to properly press the button and confirmed the issue persisted. As a result, the decision was made to replace the pump under warranty. The customer was informed of the replacement, advised on using a backup therapy, and provided instructions for returning the faulty pump to tandem.